Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed that the right ventricular lead exhibited under sensing. The lead was explanted and replaced during the scheduled atrial lead change out on (B)(6) 2013.